Event description:
It was reported to gyrus acmi that it was discovered during a follow up visit that the patient had blisters or ulcers in the mouth caused by a procedure that was done on an unknown date. The devices involved were two handpieces and a generator. The surgeon has been treating the patient with continued follow up visits.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.